Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on august 27, a laparoscopic tubal ligation followed by a hysteroscopy was performed, followed by curettage and sounding of the uterus. The novasure device was inserted and seated as per manufacturer instructions. The doctor noted no reduction in cavity width during the last part of the seating procedure. The novasure device was withdrawn and reinserted, and the steps were repeated. This time very small reduction in cavity width was seen. The doctor proceeded to a cavity check and failed, the cervical collar was repositioned, cavity check was repeated and failed. The doctor decided to remove the novasure and perform a check hysteroscopy which revealed uterine perforation of 1cm at the l aspect of the fundus. Small bleeding at the perforation site was noticed and managed with diathermy and topical hemostatic agents. The patient was reviewed the next morning and was in good condition. As per the doctor's information, it was a difficult surgical patient due to extensive pelvic adhesions with a history of 4 previous caesareans. No additional information available.